Event description:
It was reported that the patient with this pacemaker reported experiencing heart palpitations and left arm paresthesia while at home. Upon admittance to the hospital, review of their pacemaker revealed it was in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.